Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that a (B)(6) female patient (pt) with fanconi anemia was being prepared for an allogeneic bone marrow transplant scheduled for the next day. The catheter was inserted in the right subclavian vein under vascular ultrasound. The procedure was uneventful with a single puncture & the catheter had been tested prior to use. After successful insertion of the catheter, the lumens were checked & both lumens flowed well. On the same day in the afternoon, cefepime was to be infused via the proximal lumen for a urinary tract infection. This was the first time the proximal lumen was being used. When the medication was infused, the pt felt a "popping" & pain in her neck which progressed to cervical edema appearing. The pt was taken to ultrasound & subsequent x-rays. The catheter was removed & a peripheral IV was inserted. Platelets were infused & the catheter was removed. The pt was discharged the next day on oral antibiotic & the bone marrow transplant was delayed. A large hole was found in the catheter & was sent to the head nurse. On (B)(6) 2010, following a visit to the hospital, a nurse said the hole was in the proximal lumen & not the catheter itself. It is thought that the proximal lumen may have had a blood clot inside which caused this event when the cefepime medication was instilled into the lumen. Received additional information from the distributor on (B)(6) 2010, stating that this procedure did not involve a pressure injector.